Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: comparison of transvenous vs subcutaneous defibrillator therapy in patients with cardiac arrhythmia syndromes and genetic cardiomyopathies. International journal of cardiology. 2021. 323:100-105. Doi.org/10.1016/j.ijcard.2020.08.089. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding transvenous defibrillator therapy. The article reports patients who experienced inappropriate therapy due to ventricular oversensing, false ventricular fibrillation (vf) and atrial fibrillation (af) detection, and lead fracture. There were leads which exhibited a sudden rise in impedance. Leads with failures required surgical lead revisions. The status/disposition of the devices and leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.